Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation occurred. The patient received a cardiac catheter as a result, and air in the heart was observed under fluoroscopy. The physician believed air was introduced through the sheath during the procedure. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.